Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the drain line. Functional testing was performed, and it was noted that the drain line was leaking from the hole in the tubing during underwater pressure testing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the tubes of a homechoice automated cassette leaked. This occurred during patient use for peritoneal dialysis therapy. The cassette set was changed and the therapy was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.